Manufacturer narrative:
Ventec requested that the device be returned for evaluation; however, multiple attempts to contact the reporter were unsuccessful. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported that a device unexpectedly shut down while a patient was under treatment. There was no patient harm reported.